Manufacturer narrative:
(B)(4). The analysis results confirmed that the device was returned in good visual condition and fully functional. When tested for functionality, the device fired and formed the remaining 27 staples as intended. The device fired without any difficulties and the staples were note to have the proper box shape. The final quality release criteria were met before this batch was released for distribution.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the device fired malformed staples. A new device was used to complete the procedure. There was no patient impact.